Event description:
The facility representative reported an infuso.r. Pump with a condition of "physical damage." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "physical damage" issue was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a damaged mounting plate. The mounting plate was replaced to fix the reported condition.